Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient's cgm was displaying low when she started to feel fatigue and started vomiting. Her bg was 397 mg/dl. The patient was taken to the hospital by her husband. She was treated with IV insulin aspart and was discharged the same day. At the time of the report, the patient was in normal condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.